Manufacturer narrative:
(B)(4). The manufacturing records couldn't be reviewed as the batch number is unknown. An empty opened ophthalmic folder of product code w9756, was received for evaluation, lot number is not available. During the visual inspection of the sample, a foreign matter (insect dead) could be observed into the folder. Photo: a picture was received for evaluation. Upon visual inspection of the picture an opened ophthalmic folder with a foreign matter (insect dead) could be observed.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. Insect/fly found inside the sterile package on suture.